Event description:
According to the reporter, the female patient had surgery to rectify endometriosis in october 2003, in which the spraygel adhesion barrier was used. Five (5) weeks ago the patient had further surgery for the treatment of endometriosis. A foreign body was removed from her abdomen. The foreign body has been identified as the black tip of the air assisted sprayer used in the spraygel application during the 2003 procedure.

Manufacturer narrative:
The device will not be returned for evaluation. The lot release test requires every air assisted sprayer, item, to be tested for the tensile strength of the tip attachment by proof load prior to lot release. There has never been any other documented complaint for tip detachment on this product.